Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported, a right side rupture. And capsular contracture, baker grade unknown. Healthcare professional, later reported, a right side "possible rupture". And capsular contracture, baker grade unknown. Healthcare professional, later confirmed, right side rupture. And capsular contracture, baker grade IV. Healthcare professional, later reported, the device to be intact and no rupture. And "patient reports, hardening around implants". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. Observed, deformation on the device. Observed, wear abrasion on the device. White particles observed, on the surface of the shell. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported a right side rupture and capsular contracture, baker grade unknown. Healthcare professional later reported a right side "possible rupture" and capsular contracture, baker grade unknown. Healthcare professional later confirmed right side rupture and capsular contracture, baker grade IV. Device remains implanted.